Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous denal implant. Implant was placed on 4/3/97 in site #31 (class ii bone) during a routine procedure. The clinician reports that the reason for implant failure may be due to salivary contamination. The implant was removed on 4/22/97.